Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Four photographs of a 4 fr powerpicc solo were returned for evaluation. An initial visual observation of the photographs showed a split in the catheter tubing approximately four centimeters distal to the molded joint. The catheter appeared to be pinched at the site of the split. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, PICC was leaking at insertion site. Upon removal, they noticed the PICC was fractured. Additional information received on 03-jul-2024. It was reported patient missed a day of antibiotic treatment; unsure how many doses. The event was not life-threatening. The break was subcutaneous at 3.5cm (catheter remained out at 0cm, as it was at insertion). No other information was provided. On (B)(6) 2024: the returned device exhibited a split in the catheter tubing.